Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature end of life with an internal battery impedance of 16 kohms.